Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was located in the moderately tortuous, severely calcified right coronary artery (rca). The lesion was pre-dilated with a maverick balloon. The physician attempted to place a taxus express2 2.5x16mm drug eluting stent, but it became hung up in the calcified artery. When the device was withdrawn, it was noted that the proximal end of the stent was flared. The procedure was completed with another taxus stent. No patient injuries or complications occurred. Patient status is satisfactory.